Event description:
I have used always brand pads for a while now, but in december I started burning and itching severely from an allergic reaction (confirmed by dermatology). It started with a severe itch and feeling like my vaginal skin had been burnt/ripped. The itch got worse along with the feeling that my skin was compromised. It felt like someone had taken paper and given me millions of paper cuts in the area. I hadn't been scratching the area to cause this feeling for myself. Dermatology sent me home with two ointments to use for a total of 4 weeks. I finished the medication last week. Yesterday I put on an always brand pad, because until today, I had no idea what had caused my allergic reaction. I woke up this morning with severe burning similar to carpet burn along with a severe itch. I now know the always brand pads are the cause of my reaction due to no other outside contact in the area. I had switched to a hypoallergenic brand back in december because my daughter had said she thought the always pads were burning her. I didn't put two and two together until now because I had never had an issue before. This has happened with multiple different lines of pads that always offers. I can't say its specific to a certain one at this point. Dermatology looked at the area and confirmed allergic reaction. No test ran.